Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin pump primed properly and was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, dented keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A company representative reported via phone call that the insulin pump was not delivering properly. Blood glucose level at the time of the incident was not provided. The caller reported that the customer was using the device properly, but his blood glucose levels would take five to six hours to come down. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.